Event description:
Caller reported that a malfunction occurred on the pump but no notable events preceded it, and it did not cause an adverse impact on the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller with this process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump with instructions to call back if the issue reappears, which the caller acknowledged and understood.